Manufacturer narrative:
The customer's reported complaint that the thermogard console (sn (B)(6) displayed a tcmid:07 (coolant temp high) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a tcmid:07 error message was observed; thus, confirming the reported complaint. The tcmid: 07 observed in the event logs could not be replicated. The thermogard console passed functional testing including the power-on-self-test (post) with no issues. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
As reported, the thermogard console (sn (B)(6) displayed a tcmid:07 (coolant temp high) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.